Manufacturer narrative:
Patient weight was not provided for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review is pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial tibia shaft fracture repair on (B)(6) 2018, one (1) inserter for titanium elastic nail broke into multiple fragments. To put an elastic nail inward, the surgeon was malleting on the back end of the inserter and the inserter broke into multiple fragments. All fragments generated were retrieved successfully. The surgeon then used a t-handle chuck out of a large ex-fix set to complete the procedure. This resulted in a surgical delay of approximately one (1) minute. The surgery was reported to have been completed successfully and without any complications. The patient was reported as fine after the procedure. Concomitant devices reported: mallet (part# unknown, lot# unknown, quantity# 1); titanium elastic nail (part# unknown, lot# unknown, quantity# 1). This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part no.: 359.219, lot no.: 9452141: manufacturing location: haegendorf, release to warehouse date: 26.aug.2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The returned inserter for titanium elastic nails (359.219, 9452141) is part of the titanium elastic nail system and used during nail insertion. The returned inserter was received with minor superficial signs of use throughout the inserter and its blue plastic handle cracked and broken away from the larger fragment which was found to be moving freely along the shaft of the inserter, which confirmed its complaint condition and made its replication inapplicable. The returned inserter for titanium elastic nails (359.219, 9452141) was manufactured on 26aug15 and relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint condition. The material properties of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material testing is not required. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Dimensional check of relevant features was not possible due to post-market damage. The reporter indicated that the surgeon was malleting on the back end of the inserter when the inserter broke, which likely contributed to the complaint condition. The titanium elastic nail system technique guide cautions to avoid hitting the t-piece of the inserter directly as this may result in damage to the inserter. Upon visual inspection the returned inserter exhibited light marks on the proximal t-piece of the inserter, which is an indication that it might have been struck directly during nail insertion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The unknown flexible reamer shaft was received broken into 2 pieces. The device was received broken with no context around it. It is unknown if the device was used in the surgery on (B)(6) 2018 when the inserter for ti elastic nails broke intra-operatively. This is report 1 of 2 for complaint (B)(4).